Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra meter read inaccurately high compared to another meter. The complaint was classified based on additional information obtained by the customer care advocate (cca) during a follow up call with the patient. The patient stated that the alleged inaccuracy occurred at 4:30pm on (B)(6) 2017. At this time the patient obtained blood glucose results of ¿97 and 90mg/dl¿ with the subject meter and a blood glucose result of ¿78mg/dl¿ on another device within 30 minutes of one another. Based on statistical methodology, the calculated difference of these results does not exceed lfs¿s criteria for accuracy. The patient manages their diabetes by self-adjusting their insulin dosage and stated that they had taken exercise an unspecified period of time prior to the alleged inaccuracy as part of a cardiac rehabilitation regimen and had also been taking additional insulin (dosage unspecified) due to the elevated results. After the rehabilitation session, the patient stated that they had developed symptoms of ¿shaky and cold¿; symptoms which the patient self-treated by consuming additional food and/or drink at 4:30pm. The patient informed the cca that they felt the cause of this was being more active and taking extra insulin. Since this experience the patient has reduced their daily lantus insulin intake by 20 units. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and an approved sample site was being used to obtain the results. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.